Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and bladder injury ('bladder was damaged during essure removal') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("pain abdominal"), arthralgia ("joint pain-hands,fingers,numbness in toes") and back pain ("lower back pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced migraine ("migraines/headache"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced depression ("depression") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced bladder injury (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), feeling abnormal ("pregnancy symptoms on and off"), post procedural infection ("complication of removal procedure:infection"), hypoaesthesia ("numbness in toes") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and bladder repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder injury, hot flush, dysmenorrhoea, abdominal pain and back pain had resolved, the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, bladder disorder, urinary tract disorder, alopecia, feeling abnormal, post procedural infection, hypoaesthesia and headache outcome was unknown and the depression, fatigue and arthralgia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bladder injury, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hot flush, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event " headache" added. New reporter added. Outcome for pain and bladder repair updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and bladder injury ('bladder was damaged during essure removal') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("pain abdominal"), arthralgia ("joint pain-hands,fingers,numbness in toes") and back pain ("lower back pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced migraine ("migraines/headache"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced depression ("depression") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced bladder injury (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), feeling abnormal ("pregnancy symptoms on and off"), post procedural infection ("complication of removal procedure:infection"), hypoaesthesia ("numbness in toes"), headache ("headache") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and bladder repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder injury, hot flush, dysmenorrhoea, abdominal pain and back pain had resolved, the vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, bladder disorder, urinary tract disorder, alopecia, feeling abnormal, post procedural infection, hypoaesthesia, headache and abdominal distension outcome was unknown and the depression, fatigue and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bladder injury, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, hot flush, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received: new event added: bloated. F/up 4,5 and 6 processed together on 1-apr-.2020: pfs received. No new information. On 23-mar-2020: social media source received: additional reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and bladder injury ('bladder was damaged during essure removal') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("pain abdominal"), arthralgia ("joint pain-hands,fingers,numbness in toes") and back pain ("lower back pain"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced migraine ("migraines/headache"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced depression ("depression") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced bladder injury (seriousness criterion medically significant), hot flush ("hot flashes"), urinary tract infection ("uti"), bladder disorder ("bladder problems or changes"), feeling abnormal ("pregnancy symptoms on and off"), post procedural infection ("complication of removal procedure:infection") and hypoaesthesia ("numbness in toes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and bladder repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and hot flush had resolved, the bladder injury, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased, abdominal pain, bladder disorder, urinary tract disorder, alopecia, feeling abnormal, post procedural infection and hypoaesthesia outcome was unknown and the depression, fatigue, arthralgia and back pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, bladder injury, depression, dysmenorrhoea, fatigue, feeling abnormal, hot flush, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received : previously reported event injury was updated with new events. Following events were added : hormonal changes, pregnancy symptoms on and off, hot flashes, abnormal bleeding (vaginal, menorrhagia), uti, depression, bladder or urinary problems or changes, migraines headaches, nausea, dysmenorrhea (cramping), bladder was damaged during essure removal, vaginal discharge, fatigue, weight gain, hair loss, abdominal pain, pelvic pain, joint pain, lower back pain, complication of removal procedure, numbness in toes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.